Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The was was advanced into the laa, and the 27mm closure device was deployed in the laa. While assessing position, anchor, size and seal (pass) criteria, it was noted via transesophageal echocardiography (tee) that there was an anterior pericardial effusion. The closure device was successfully implanted and pericardiocentesis was completed to treat the effusion where 1200ml was drained and transfused to the patient. The patient remains in the hospital for recovery.